Manufacturer narrative:
Internal complaint number: (B)(4). Analysis of production for ship history conducted: (3331/213/67) a lot history record review was completed for lots 25157550, 25157566, and 25157577 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Trend analysis: ((B)(4)) the overall 24 month product complaint trend data for the period (B)(6)2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
Related to (B)(4). The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. Pa performing erah had completed dissection and had moved to using the hpii device. After one or two tries at cutting the fascia for the fasciotomy, they said that the hpii heated, produced lots of smoke, then shut off completely. They pulled it out of the arm and tried to allow it to cool and took a look at the jaws. They noticed there was some separation of the wires/plate from the jaw and that there was a melted portion of the shaft at the black covering. They opened a second kit to complete the procedure.